Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a jolting sensation during a reprogramming session. Patient was programmed at 4.2 v and was turned down to about 3.0 v before changing the pulse width of the programming. When the manufacturer's representative increased the voltage it jolted the patient causing her pain and discomfort. Patient was upset and scared. This combined with a multitude of things that went on over a couple of days in that period forced the patient to check herself into the hospital for some mental health treatment. She has since been released. Additional information has been requested and if received a follow up report will be sent.